Event description:
PICC was placed on (B) (6) 2008 in right arm and broke underneath oval disk on (B) (6) 2008. The catheter was retrieved successfully with fingers. Site prepped with 2% chlorhexidine and allowed to dry for 30 seconds. Catheter secured with transparent dressing at insertion site. Same procedure used for insertion prep and dressing change. 3ml saline pre-filled syringe used to flush. Medication infused with 3cc syringe via extension set attached to positive flow valve on PICC line.

Manufacturer narrative:
The samples was received on 01/20/2009 and is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. On january 15, 2009, a clinician from our medical affairs group visited the hospital to obtain additional info. The securement procedure was reviewed and the devices appeared to be secured in an appropriate manner by standard procedure. The nurses reported the catheters were "not manipulated". However, it is clear that due to pt movement, either initiated by the pt or by staff/parent, or due to other elements within the pt area (such as other tubing, wires, cables, bedding, clothing, etc.) There is some potential for manipulation of the catheter site. A total of 20 reports of the PICC line breaking were reported by the hospital. The MDR access numbers are: 1710034-2009-00001, 1710034-2009-00002, 1710034-2009-00003, 1710034-2009-00004, 1710034-2009-00005, 1710034-2009-00006, 1710034-2009-00007, 1710034-2009-00008, 1710034-2009-00009, 1710034-2009-00010, 1710034-2009-00011, 1710034-2009-00012, 1710034-2009-00013, 1710034-2009-00014, 1710034-2009-00015, 1710034-2009-00016, 1710034-2009-00017, 1710034-2009-00018, 1710034-2009-00019, and 1710034-2009-00020. (B) (4)